Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed pocket erosion and an infection on the pacemaker. The physician elected to explant and replace the pacemaker. The patient condition was stable.

Manufacturer narrative:
Analysis conclusion found interrogation results ¿ normal, visual screen acceptable, and preliminary test results acceptable. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.